Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer did not have enough insulin to add to the cartridge. Customer reported an elevated blood glucose (bg) level of 278 (mg/dl) and administered a correction bolus to address high bgs. Clinical diabetes specialist instructed customer to use back up insulin therapy until issue is resolved. Pump to be replaced.